Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 failed to communicate with bus, which located on 3c dt. The customer attempted to restart the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer 5 was not communicating with the bus. A field service engineer (fse) replaced both the drawer controller and the module controller in the full-height auxiliary drawer 5 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.